Event description:
It is reported that the patient fell while transferring from one walker to another fracturing the acetabulum.

Manufacturer narrative:
Evaluation summary: procedure notes dated (B)(4) 2012 stated that the patient had fallen as they had transferred walkers. Notes of the x-rays during this procedure showed that there was a fracture of the acetabulum extending from its midportion into the superior aspect at the junction with the ischium, with 2mm of displacement evident. The left hip fracture was distal to the prior tha site. It was determined by the patient's surgeon that her type of fracture would not be amenable to surgical intervention. Based off the new information, although not proven, it appears that the fall had caused the pelvis of the patient to fracture distal to the tha site. It is not known if there was any disturbance to the tha devices as this information was not noted. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.